Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed a hardware assessment with a high sensitivity system check. The instrument passed all best practice guidelines with respect to quality control precision and system check performance. Additionally beckman coulter assessment of reagent and software data indicated that there were no issues noted with either in regards to this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that false positive cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated on the unicel dxc 600i synchron access clinical system for one patient. The initial, erroneous accutni result was reported out of the laboratory. The patient was transferred to, and assumingly admitted to another hospital for treatment, based upon the erroneous accutni results. Upon repeat testing on another instrument at an alternate hospital using an unknown methodology, the repeat accutni result was negative, and regarded as valid. Beckman coulter inc. Assessment of customer supplied data indicated that other assay results were provided, however the customer did not question these results as erroneous. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that system checks performed prior to the event met established specifications. Troponin quality control (qc) was run to verify assay performance after the repeat accutni result was obtained. All qc levels recovered within established ranges. The sample was collected in a lithium heparin tube with gel separator. It was a tested within one hour of collection, and was centrifuged at room temperature prior to testing. The sample was not hemolyzed, however, a small layer of red cells was present on the top of the gel layer with no fibrin clots. Initial and repeat testing was performed from the primary tube. The sample was prepared via the instrument's closed tube aliquotter (cta).